Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 50 mg/dl. Customer¿s other blood glucose value was 51 mg/dl. The customer treated their blood glucose level with sugar. Customer¿s mother declined troubleshooting for his low blood glucose. The device was not returned for analysis.